Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used during a transurethral uretero- lithotripsy performed on (B)(6) 2015. According to the complainant, during preparation, they noted that the coating of the device had peeled off. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual analysis of the returned device revealed that the white heat shrink is accordion and cut, torn exposing the wire. The blue sheath is bent. The device is stuck in partially closed state and as a result will not open or close. Based on the condition of the returned device, the complaint was confirmed. Since the event was caused by handling of the device during preparation, the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used during a transurethral uretero- lithotripsy performed on (B)(6) 2015. According to the complainant, during preparation, they noted that the coating of the device had peeled off. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good.